Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for pe as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately one year three months post vena cava filter deployment, the patient experienced acute pulmonary embolism. The status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: (expiry date: 03/2017). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed after an attempted but unsuccessful open abdominal procedure. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed after an attempted but unsuccessful open abdominal procedure. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, one year three months of post deployment, the patient had a history of shortness of breath. A computerized tomography angiogram chest was showed that there was at least a moderate burden of bilateral pulmonary arterial thromboembolic disease with thromboemboli seen within all pulmonary lobes. There could be some chronic clot, but a majority appeared acute/recent. Extension of clot to involve the distal right main pulmonary artery. The pulmonary arteries were dilated with the main pulmonary artery measuring up to 3.3 cm in diameter. Around two years later, computerized tomography-abdomen without contrast was performed which showed that an inferior vena cava filter was noted. Apex was at approximately the junction of the left renal vein with the inferior vena cava. Orientation appeared to be relatively normal. There was slight flattening of the posterior wall of the inferior vena cava posteromedially which narrows the lumen in the region slightly. That showed the appearance on the lateral view of slight posterior tilting. The struts appeared intact. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for the perforation of the inferior vena cava (ivc) and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 03/2017), g4. H11: h6(results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.